Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced master tool manipulator (mtmr) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Isi has received the mtmr involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the right master tool manipulator (mtm) finger clutch broke off. The system then faulted. The surgeon switched the procedure to the other surgeon side console (ssc) and continued. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and the reported problem was confirmed and replicated. Upon visual inspection, the opto button was found to be damaged. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where all relevant testing passed within specification. Once testing was completed, the opto button was aba tested and was verified to be the source of the fault. The complaint was confirmed and replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to electrical issues from a faulty opto button located on mtm.

Event description:
Refer to h11 for follow-up information.